Manufacturer narrative:
(B)(4). Physio-control evaluate the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently losing power. This issue reportedly occurred during a patient event where the patient was only being monitored. There was no adverse outcome of the patient reported during this event.